Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. Since the device was not returned no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficits were identified. From the pathology examination received from the site, it is reported that the device showed calcified vegetations. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this crown valve. However, little clinical history was provided and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown IFU. The event is, therefore, a known inherent risk of the device.

Event description:
On (B)(6) 2017, a crown valve cna21 was implanted in aortic position. The patient had an early heart valve failure and underwent a re-do surgery on (B)(6) 2021. As reported, the valve had stiffening of the leaflets with retraction that resulted in functional aortic stenosis and insufficiency simultaneously. The patient ultimately received a edwards inspiris 21 was discharged on (B)(6) 2021. The explanted crown valve was sent to the pathology department. The results of the pathology examination showed calcified vegetations.